Event description:
It was reported the minicap sponge was found outside of the minicap. There was no patient involvement. No additional information is available at this time. This is report 1 of 9 for this event.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed and it was found that the minicap was open; the sponge was inside of foil pouch but out of the minicap. Dimensional inspection was performed and no issues were noted. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.